Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial (ra) lead was dislodged which resulted in a decreased of p-wave amplitude and a high capture threshold. The lead dislodgement also caused the ra lead to over-sense the right ventricular paced beats, resulting in inappropriate mode switch. During the ra lead revision procedure, it was also noted that the hex wrench was unable to insert into the set screw of the pacemaker which led to in failure to remove the right ventricular (rv) lead and ra lead from the header of the pacemaker. The lead dislodgement was confirmed via fluoroscopy and chest x-ray. Both the leads and pacemaker were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment, far r oversensing, inadequate capture, p ¿ wave amp variation, failure to remove lead from header, and mode switch. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of far r oversensing, inadequate capture, p ¿ wave amp variation, and failure to remove lead from header were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis found the connector pin, connector ring, sealing ring region and the connector boot were within specification. Connector pin was inserted in and out from device with no restrictions noted.